Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient began to suffer from persistent pain in hips, groin, legs and toes, as well as clicking and popping in his hip. It is further alleged that on or about (B)(6) 2010, physicians examined and tested patient's blood for chromium and cobalt; results indicated elevated levels of both cobalt and chromium; upon information and belief, patient suffers loss of muscle mass and deterioration of the soft tissue in his hips.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.